Event description:
Healthcare professional (hcp) reported a clinical patient was initially injected in the cheeks bilaterally with 5ml of harmonyca lidocaine. About one month later the patient received touch-up injections in the cheeks bilaterally with 2.4ml of harmonyca lidocaine. Approximately one year later the patient experienced non device related acute bronchitis that required antibiotics. The event resolved 10 days later. This is the same event and the same patient reported under MDR ID#: 3005113652-2024-11016 (abbvie complaint#: (B)(4). This MDR is being submitted for touch-up injection, harmonyca lidocaine.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bronchitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was initially injected in the cheeks bilaterally with 5ml of harmonyca lidocaine. About one month later the patient received touch-up injections in the cheeks bilaterally with 2.4ml of harmonyca lidocaine. Approximately one year later the patient experienced non device related acute bronchitis that required antibiotics. The event resolved 10 days later. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11016 (abbvie complaint #(B)(4)). This MDR is being submitted for touch-up injection, harmonyca lidocaine.

Manufacturer narrative:
Continued d.10. Concomitant therapies: lyrica, lansoprazole, vitamin d3, triple action joint care, and collagen. Clarification to section c. Suspect product: ld-19669-c. Correction to d.4.: lot number 0452202, catalog number f202. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.